Event description:
It was reported, the patient is experiencing ineffective stimulation. The patient's spouse informed the sjm representative the patient's scs system is causing the patient to experience pain and muscle cramps. The patient is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.